Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history. At 8:30 pm, he noticed the cannula was not longer inserted into the infusion site. The pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.